Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 32 hours into treatment with two units of prismaflex st100, the stopcock of the drain bag was detached and there was external fluid leakage observed. It was also reported that the same event occurred 42 hours after treatment started. There was no patient injury or medical intervention associated with this event. No additional information is available.